Event description:
Customer reports that the scissor in the middle of the surgery and the pieces went into the ankle joint. Had to extend the case by 30 min to get pieces of scissor out. On (B)(6) 2014, customer reports procedure was an ankle joint arthroscopy. Excision os trigonum, excision painful bursa and retrieval of foreign body. The surgeon was dissecting through some tissue when the device broke. The pt was not harmed. An x-ray was taken to confirm that pieces were all removed.

Manufacturer narrative:
To date, the device involved is the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.